Event description:
Air in blood alarm. Upon responding to alarm, customer noted small air bubbles just below the venous line clamp and 2" of air approximately 8" from the patient. There was no injury or medical intervention. The gambro technical services (gts) rep performed the 7 microliter bubble test and found no problem.